Event description:
It was reported that the device shuts down when the charge button was pressed while running on battery. The device operates properly with two fully charged batteries or on ac power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended checking the battery age or manufacturer information. The device was not returned to physio-control for analysis/repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction/additional informationphysio-control provided the reporter, a third party biomed, technical assistance and recommended checking the battery age and manufacturer information. Additional follow up with the reporter found that the third party biomed evaluated the device and was unable to duplicate the reported problem. The biomed tested the device with batteries that were provided by the customer and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the device was not returned to physio-control for analysis. A conclusive cause of the reported problem could not be determined.